Manufacturer narrative:
Block h6: imdrf device code a150202 captures the reportable event of gel found in unintended site vascular.

Event description:
It was reported that after the spaceoar vue placement procedure, the computed tomography (CT) and magnetic resonance imaging (MRI) showed that the hydrogel was placed between the denonvillier's fascia and the prostatic fascia. The patient has extracapsular extension of cancer (ece)on the right at 7 o'clock which forced the gel to travel counterclockwise, and it did not go to the right into the area of the ece. On scans, the hydrogel was observed into the left obturator veins. The patient was reported asymptomatic.